Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ fmc cassette and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler/fmc cassette malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of klebsiella pneumoniae which is a bacteria normally found in the intestinal tract of humans. Therefore, the patient¿s peritonitis can be reasonable attributed to the patient¿s chronic diarrhea from comorbid conditions (not related to pd therapy), as reported by the pd nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the clinic and was diagnosed with peritonitis. During follow-up for the reported event, the patient¿s pd nurse reported the patient was seen in the outpatient pd clinic on (B)(6) 2020 and a pd culture was obtained. The nurse reported the culture yielded growth of klebsiella pneumoniae. The patient is currently being treated with ceftazidime 1 gram daily intra-peritoneal (ip) for 21 days. The patient did not require hospitalization. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. The nurse stated the peritonitis is not suspected in any way to be related to use of any fresenius device or product. Per the nurse, the patient¿s peritonitis was associated with the patient having concomitant chronic diarrhea from prostate cancer and immunodeficiency from (B)(6).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.